Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump clock "loses" time. There was no reported impact to the customer's blood glucose level. It was also reported that "priming" took more insulin as expected during the load fill process. No additional information was provided and the customer declined troubleshooting with tandem technical support.